Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the blue pin during fill 1 of 4 their pd treatment. The patient was connected during the incident. The patient confirmed that no fluid got on or near the cycler. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during fill 1 of 4 of their peritoneal dialysis treatment while they were connected. The patient stated that during their treatment they noticed that their couch was soaking wet, upon checking their cassette they saw fluid leaking from the ¿plunger¿ where the blue pin in pushed in. The patient stated that there was fluid all over their floor and furniture. The patient was not sure what the cause of the leak was. The patient confirmed that no fluid got on or near the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient confirmed that the cassette is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the blue pin during fill 1 of 4 their pd treatment. The patient was connected during the incident. The patient confirmed that no fluid got on or near the cycler. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during fill 1 of 4 of their peritoneal dialysis treatment while they were connected. The patient stated that during their treatment they noticed that their couch was soaking wet, upon checking their cassette they saw fluid leaking from the ¿plunger¿ where the blue pin in pushed in. The patient stated that there was fluid all over their floor and furniture. The patient was not sure what the cause of the leak was. The patient confirmed that no fluid got on or near the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient confirmed that the cassette is not available to be returned to the manufacturer for physical evaluation.